Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to defective air detector. It was additionally found that the upstream occlusion(uso) seal was buckling and downstream occlusion(dso) seal was delaminated. The air detector, uso, dso seal was replaced.

Event description:
The device was returned for the device was having airline issue. During physical inspection, it was found that there was a defective air sensor, upstream occlusion (uso) seal was buckling, and downstream occlusion(dso) seal was delaminated.